Event description:
It was further reported that the patient did not receive an urgent heart transplant. The patient received an hvad to hvad exchange.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: - b5 desc evt problem: corrected to clarify that the patient did not receive a heart transplant but rather a vad to vad exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. The ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were returned for evaluation. Two (2) controllers ( (B)(6)) and one (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Given that the pump met specifications prior to release, this deviation was likely a result of the clinical challenge to the pump. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface; this increase in friction was investigated during the CAPA pr00502194 investigation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was initially in use at the time of the reported event. Review of the controller log files associated with (B)(6) revealed three (3) controller power up events logged on (B)(6) 2021 at 20:27:28, 20:27:57, and 20:28:23. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 55% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the losses of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the first loss of power. The controller was without power for a maximum of 68 seconds. A vad stopped alarm was then logged at 20:29:31 indicating that the pump failed to restart after multiple attempts. Several additional controller power up events and vad stopped alarms due to failures of the pump to restart were subsequently logged, likely during troubleshooting. Additionally, two (2) power disconnect alarms were logged involving (B)(6) at 20:33:11 and 20:37:48. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating an overcurrent alert. At the time of the power disconnect alarms, the alarm log recorded high pump power consumption, which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log these events as power disconnect alarms. A vad disconnect alarm was logged at 20:39:45, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Review of the controller log files associated with (B)(6) revealed that three (3) vad stopped alarms were then logged at 20:45:00, 22:30:59, and 22:32:08 due to the pump failing to restart after multiple attempts. Several vad disconnect alarms were then logged, indicating physical disconnections of the driveline from the controller, likely during troubleshooting. Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. As a result, the reported event was confirmed. A possible root cause of the original controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investiga ting pump failures to restart. Additional products: d4: serial #: (B)(6)h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 18-mar-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 20-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-mar-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stopped alarm. The primary controller was exchanged but the vad failed to restart. The patient was flown to the hospital, was stabilized, and multiple attempts were made to exchange the primary and back-up controllers to restart the vad without success. It was also reported that the primary controller had an unexpected loss of power and one of the batteries exhibited power disconnects. Computed tomography angiography (cta) was performed and was negative for any obstruction. The patient experienced worsening heart failure and the vad was emergently exchanged. The primary controller was removed from use. The back-up controller and battery remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the back up controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for updated device disposition and the patient's relevant history. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. This information was received from the vad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Revised product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were returned for ev aluation. Two (2) controllers ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface; this increase in friction was investigated during the CAPA pr00502194 investigation. Failure analysis of the returned controller revealed that the device passed visual inspection and functio nal testing. Log file analysis revealed that (B)(6) was initially in use at the time of the reported event. Review of the controller log files associated with (B)(6) revealed three (3) controller power up events logged on 12-mar-2021 at 20:27:28, 20:27:57, and 20:28:23. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 55% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the losses of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the first loss of power. After the controller power up events, analysis of the data log file associated with (B)(6) revealed safety alert word (saw) values were recorded on the only connected power source, (B)(6), indicating an overcurrent alert. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in additional losses of power to the controller. The controller was without power for a maximum of 68 seconds. A vad stopped alarm was then logged at 20:29:31 indicating that the pump failed to restart after multiple attempts. Several additional controller power up events and vad stopped alarms due to failures of the pump to restart were subsequently logged, likely during troubleshooting. Additionally, two (2) power disconnect alarms were logged involving (B)(6) at 20:33:11 and 20:37:48. During the power disconnect alarms, a saw value was recorded indicating an overcurrent alert. At the time of the power disconnect alarms, the alarm log recorded high pump power consumption, which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log these events as power disconnect alarms. No power disconnect alarms were logged involving bat851362 within the analyzed period. A vad disconnect alarm was logged at 20:39:45, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Review of the controller log files associated with con407261 revealed that three (3) vad stopped alarms were then logged at 20:45:00, 22:30:59, and 22:32:08 due to the pump failing to restart after multiple attempts. Several vad disconnect alarms were then logged, indicating physical disconnections of the driveline from the controller, likely during troubleshooting. Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. As a result, the reported event was confirmed. A possible root cause of the original controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an urgent heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. This information was received from the hvad destination therapy clinical study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.